Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown head, unknown liner. Reported event was confirmed with x ray provided. Review of the x ray demonstrates the following: dislocation of the right hip, osteolysis along the acetabular cup, fracture of uncertain age involving the greater trochanter. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01171. 0001822565 - 2020 - 01172. 0001822565 - 2020 - 01175.

Event description:
It was reported the patient underwent an initial total hip arthroplasty on an unknown date. Subsequently the patient was indicated for a revision for unknown reasons. Upon further communication, it was reported the patient stood and walked on her leg, which caused the hip to self reduce. No physician intervened or administered treatment. No further event information available at the time of this report.